Event description:
It was reported that the right atrial (ra) lead had poor sensing and poor thresholds and the device was programmed vvi for several years to inactivate the ra lead. The ra lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.